Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 systems vertical column is sticking when trying to raise or lower. There was no report of pt injury.